Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a power issue with the pump after it was exposed to water. There was reportedly moisture and corrosion in the battery compartment. There was no indication of damage to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed multiple por events. The battery compartment was found to be cracked at the threads on the side. Moisture corrosion was observed in the battery compartment. The battery compartment was found to be leaking during. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly; there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; there was no moisture found inside the pump or any intermittent conditions found to the power pcb or to the cgm module. The product performed within specification and the reported ¿power¿ issue with the pump was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.